Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. During visual inspection, cracks were detected in the female luer. A random sample of 32 units was taken from the manufacturing process, the units were visually inspected in order to verify that the components do not present any damage; no discrepancies were found during the inspection. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: no corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.

Event description:
It was reported that during use, the customer noticed circulation water leaked from the connector. No patient injury was reported.